Event description:
The customer reported that the system displayed an ac voltage error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone assessment. The service representative advised to charge the ups batteries overnight and re-evaluate. The biomed department was going to order replacement ups batteries. No further information is available.